Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant tracking log and implant op report only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided davol by the patient's attorney: (B)(6) 2006 - patient was diagnosed with symptomatic pelvic organ prolapse and underwent a bilateral salpingo-oophorectomy, abdominal sacrocolpopexy with implant of a non bard/davol "interpro y- mesh" (ams), bilateral paravaginal repair, bilateral burch urethropexy, intraoperative cystoscopy and posterior repair. On (B)(6) 2007 - patent was diagnosed with pelvic floor prolapse and underwent a total pelvic "marlex" repair with implant of a davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Attorney alleges unspecified adverse patient outcomes associated with use of device.